Event description:
It was reported via repair work order that the safety catch for the hook on the head extension of the cot is broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.